Manufacturer narrative:
Event date is an estimate. Exact date unknown.

Event description:
It was reported that the inflatable penile prosthesis (ipp) explanted due to an infection that was discovered during routine follow-up. The patient outcome is unknown.